Event description:
It was reported that the procedure was being performed in the interventional radiology department. The side ports on the sheath are coming off during non high pressure hand injections. Follow up information received (B)(6) 2012 states they use a 10 cc syringe for all of their hand injections the sheath was not removed for another one as the physician placed the side port back on the hub. There was a minor delay in patient care.

Manufacturer narrative:
(B)(4). Sample will not be returned.